Event description:
It was reported that, "as the dr was making his distal femoral cut while sawing the bone, he removed a metal ball from the wound. After he finished cutting, he removed the ball, and then removing the cutting block. The scrub nurse and rep located the handle that was used with the cutting block, and upon comparing it to another handle noticed that the ball was missing from the handle.